Event description:
On 14 may 2008, abbott spine became aware of the following event. In 2006, the pt underwent an interbody fusion with pathfinder open at l4-5. At one month post op, the female pt reported that she had some improvement in her preoperative condition. The pt had some peri incisional backache that extends into her buttock and down the posterior right lower extremity that waxes and wanes. In 2006, the pt experienced pain and discomfort bilateral lower extremities, lower back pain and cervical radiculopathy, and persistent leg pain. In 2006, the pain and discomfort bilateral lower extremities resolved. The lower back pain and cervical radiculopathy, peri incisional backache that extends into her buttock and down the posterior right lower extremity and persistent leg pain have not resolved. This is no planned revision surgery. The reporting healthcare professional believes that the pain and discomfort bilateral lower extremities, lower back pain and cervical radiculopathy, peri incisional backache that extends into her buttock and down the posterior right lower extremity and persistent leg pain were not related to pathfinder pedicle screw system.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.